Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the audio bolus button became unresponsive and difficult to press one week ago. The reporter denied any damage to the pump or evidence of moisture. The patient reportedly wore the pump attached to a belt and cleaned the pump with a damp cloth and mild soap. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
Follow-up #1 submitted (B)(4) 2012. The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing found the up button responds intermittently and that the bolus button is difficult to push, but still responsive. No visible damage to keypad. Removed keypad and found contamination under the up button.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.